Event description:
It was reported that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tank empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tank empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Mixing pump was replaced in house. Parts and pricing were provided. Device was sent in for repair under (B)(4) for further evaluation and assessment. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tank empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided. Per sample evaluation results on 10apr2025, they ordered a mixing pump from part source and the device was still not cooling, looked at t4 and it started at 17.9 degrees but slowly dropped to 12 degrees after 10 minutes, explained that it should come in for assessment. Replaced chiller d20h5646, with new chiller d25b6157. Verified all upgrades were complete. Run system functional checks. The system heats to 42°c and cools to 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. Per sample evaluation results received via task on 06jun2025, it was reported that there was a chiller failure found during evaluation contributing to cooling issue.